Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach via manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient underwent coiling treatment for a small unruptured saccular anterior communicating aneurysm, measuring 4mmx2mm. The vessel was minimal tortuous. It was reported that the physician attempt to detach the coil using manual detachment method. The coil cannot be released after several attempts. Decided to removed the coil from the patient. There were no reports of patient injury in association with this event.

Manufacturer narrative:
H3: the pusher was bent at the actuator interface and coupler tube junction with the actuator still firmly attached to the coupler tubing. In addition, a kink was found at the positive load indicator. The break indicator was intact and undamaged. There is no evidence that there were any attempts at manual detachment as the hypotube was still intact. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. The lumen stop and the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00284¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00455¿and found to be within specification (0.00455"+/- 0.00010"). No other anomalies were observed. A manual detach attempt was then performed at the break indicator and the implant coil was successfully detached on the first attempt. Based on the analysis performed, the axium coil was confirmed to have non-detachment as the pusher was returned with the implant coil still attached. However, the cause is likely to be user related. Physician claims of attempt at manual detachment could not be confirmed as there is no evidence of broken hypotube at the break indicator per IFU instructions. Manual detach attempt during investigation at this location was successful in detaching the axium implant coil. There was no malfunction of the pusher or non-conformance to specification identified that led to the non-detachment. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the microcatheter and instant detacher were not returned; any contribution of the microcatheter and instant detacher to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.